Event description:
It was reported, the right ventricular lead exhibited oversensing noise. Leading to false vf episodes and a slight downward slope for impedance. Programming changes were performed. There were no patient consequences.